Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers rolling up noted. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The numbers were scrolling nonstop. The customer's blood glucose was 328 mg/dl. The discontinuation of the device was advised. Nothing further was reported.